Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Customer reported cleo 90 infusion sets detached before the usual 3-4 days of normal wear. This report represents the second of two events. The customer noted that it is not known if the event is due to adhesive malfunction or excess perspiration during the summer. Please refer to the following medwatch report related to the event: 2183502-2016-01767.